Manufacturer narrative:
It was reported that there appeared to be a map shift on the carto 3 system when using the farawave petal catheter. There was no error code displayed on the system. Hardware evaluation details: it was confirmed that the issue was not duplicated after bwi field service engineer (fse) explained to always leave the mapping catheter inside the patient's body. The complaint history record was reviewed, and no other similar problems were found since the issue occurred. The system is ready for use. An investigation was initiated by the manufacturer to evaluate the issue. The logs were requested in order to investigate the issue; however, no data was received since they were deleted from the carto 3 system. The issue could not be reproduced during investigation. The history of customer complaints reported during the last year and associated with carto system #(B)(6) was reviewed. No similar additional complaint was found. The manufacturing record evaluation was performed on carto 3 #(B)(6) , and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 and there appeared to be a map shift on the carto 3 system when using the farawave petal catheter. The petal sw is installed on the system. There was no error code displayed on the system. No adverse patient consequence was reported.